Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements for this pacemaker dependent patient. The outputs were increased and a lead revision procedure is planned but not yet scheduled. No adverse patient effects were reported.

Event description:
Surgical intervention was performed and the lead was capped.